Event description:
It was reported that a piece of blade was stuck inside of the attachment. The complainant was not aware of any patient impact, medical intervention or adverse consequences as a result of this event.

Event description:
It was reported that a piece of blade was stuck inside of the attachment. The complainant was not aware of any patient impact, medical intervention or adverse consequences as a result of this event.

Manufacturer narrative:
The device was made available for return. The quality investigation is complete.

Manufacturer narrative:
The device has been returned. A follow up report will be filed once the quality investigation is complete.